Event description:
Sigma spectrum pump used to infuse IV fluid at a rate of 53ml/hr. When the nurse checked back the entire bed had infused resulting from a free flow issue. Clinical engineering has investigated and determined that the tubing became kinked inside the pump and resulted in free flow. When the pump was loaded there were no alarms that there was anything incorrect. In addition, the pump will not start if the tubing is not loaded correctly. Sometime during the infusion the tubing allowed for free flow and there were no alarms or alerts that alerted the nurse that the pump was infusing faster than anticipated. The IV fluid contained potassium, but did not result in harm to the patient. However, if another fluid such as a narcotic, insulin, pressor was hanging this could have been life threatening to the patient.